Event description:
During an alif procedure at l4/l5, the tip of the brand new screw driver broke off in the head of the screw. Surgeon left the screwdriver tip in the screw patient and used another driver to complete the procedure.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Medical device correction initiated for labeling associated with technique and proper device usage.